Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical use of the system was unknown when the issue was identified. The customer reported that the system was down and the geometry movement was partly available. No further information regarding the issue has been provided. No service has been performed by philips since the quotation was cancelled by the customer and the issue got resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's geometry movements were partially available. There was no reported patient or user harm. Philips has started an investigation of this complaint.